Event description:
Received a failed to acquire with a patient on the table - booted the system back up. After the boot up the customer did notice an error on the monitor in the control room - up panel down panel voltage failure. The system is fully functional. This did occur when a patient was on the table. Unaware of any injuries to patient or staff - mechanical failure.